Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that her wife hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 550 mg/dl. Customer's blood glucose level was over 600 mg/dl at the time of hospitalization. Customer treated with insulin. Customer declined to perform a care link upload. Customer was treated with manual injection. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.